Event description:
Customer reported a wash station overflow. The fe called back to report that the probe was dripping and that the reagents were contaminated. No error codes were posted by the provue. There was no biohazard exposure and no erroneous results were reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
No definite root cause was determined. An ocd fe inspected the instrument and replaced the o-rings on the waste bottle and replaced the electrovalves. The instrument was returned to expected operation. This customer has not logged any complaints against this analyzer since this incident.